Event description:
The customer reported to olympus, the video processor had loose connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was discovered: the digital visual interface (dvi) output no longer works. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the digital visual interface output did not work due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.